Manufacturer narrative:
Two field actions have been initiated in response to this issue. The z-numbers for the two field actions are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the faulty touch screen with a new led touch screen. Subsequent testing found no further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the reported issue. The date code of the kapton-tail connection of the replaced touch screen was reviewed and was found to be covered by the 2011 field action (z-0956/0965-2011). Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. There was no report of patient injury.